Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed the error b30 which indicated that there was the communication problem between the endoscope and video processor was displayed during the incoming inspection for the repair at the olympus service operation repair center (sorc). Sorc found the camera cable failure of the subject device might have caused the error b30. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus service operation repair center (sorc), omsc surmised there was the possibility this phenomenon was attributed to the camera cable communication failure of the subject device which might have occurred by the dents in the electrical contacts of the video connector or the camera cable break due to the unexpected force applying to the camera cable unit with the user handling. If additional information becomes available, this report will be supplemented.